Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an impella cp that was placed on a patient for support due to cardiac arrest. It was reported that they were unable to obtain distal pulses and angio performed via hand injection via wire re-access port showing no distal flow. The decision was made to place 5fr antegrade perfusion catheter on right and retrograde 5fr sheath in left femoral artery and connected sheaths as external fem-fem bypass. Angio then revealed flow distal on right, however unable to doppler pulse. Arterial doppler ordered and to be done on arrival to intensive care unit. Dressing angle matched and impella secured. Leg immobilizer in place. Patient transferred to intensive care unit. During support the impella was weaned to p5 and patient tolerating well. Plan to continue to wean and possibly explant soon. Fem-fem bypass intact and working well with doppler pulses in bilateral lower extremities. Patient survived.